Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was broken and kinked. Additionally, the working length was found kinked. No other issues were noted. The reported event was confirmed. Based on all available information, it is likely that the working length kinked may be related to user manipulation, technique applied during procedure, and tortuous anatomy. Once the working length was kinked, this could have caused resistance while trying to actuate the handle resulting in the user applying extra force and breaking the handle cannula. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in crushing a 1.5 cm stone. However, the handle cannula broke. With the stone crushed and the basket in a closed position, the basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in crushing a 1.5 cm stone. However, the handle cannula broke. With the stone crushed and the basket in a closed position, the basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.